Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense channel. This noise was reproducible through isometric exercise. The noise was sensed by the device, and resulted in pacing inhibition and the delivery of inappropriate shocks. As the patient is pacemaker dependant, symptoms of dizziness were associated with the pacing inhibition. The physician elected to explant and replace the device with a similar device. No additional complications have been reported.